Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: we have a recent complaint from a customer that is seeing significant moisture inside all of syringes in their packs.

Manufacturer narrative:
After reviewing the complaint information and pictures available, it can be confirmed that the substance is not water. There are no water lines on or near the assembly lines for syringes. The materials are stored and manufactured in a controlled environment. There is no possibility of moisture buildup on the stoppers in the syringe. There were no samples available to perform tests in order to identify the fm. In the pictures, the fm appears to be silicone on the stopper. Silicone is required for syringe production and there were no failures on the silicone quantity (weight) test performed every shift. Therefore, we can conclude that there is no possibility of water (moisture) buildup during production and we cannot firmly identify the fm due to the unavailability of samples. A review of the device history record was completed for batch #2238825. All inspections and challenges were performed per applicable operations qc specifications. There were (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: we have a recent complaint from a customer that is seeing significant moisture inside all of syringes in their packs.